Event description:
The customer reported that the involved paddle set failed to discharge when defibrillation was attempted.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.